Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case FDA-2014-n-0736-2297, awareness date 05-nov-2015). It refers to an adult female consumer in united states who had essure inserted in 2012 after having a symptomatic, spinal hemangioma in pregnancy which resulted in an emergency cesarean section followed by removal of her t6 vertebra and spinal fusion of t4-t8. She was told she should not get pregnant again due to other spinal hemangiomas. She was unable to take oral contraceptives because she experience aura cyclic migraines, depo provera because of the spinal fusion, and the doctors refused to perform another surgery because of everything she had been through. Essure was suggested. The coils were the best things she had ever had. Her period was regulated and she did not experience any menstrual discomfort. She has endometriosis so irregularity and pain were chronic. In 2014 she noticed that her hair was thinning. She attributed it to a new medication she was taking but when she stopped taking the medication her hair continued to thin. In (B)(6) 2015 she started having severe discomfort in her right lower quadrant which radiated down the medial aspect of her right thigh along with severe abdominal bloating. Every lab test, ultrasound, CT scan, and pelvic exam came back completely normal. On (B)(6) 2015 she had her essure coils and fallopian tubes removed and when she woke up from surgery, the pain was completely gone. The day after surgery her abdomen was 1.5 inches smaller and to date was 2 inches smaller in circumference from the day before surgery. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented pain. Then, she had essure removed and immediately after that, the pain was completely gone (positive dechallenge). This event, seen as pelvic pain is serious due to medical importance and listed in the reference safety information for essure. Although in this case, endometriosis could be an alternative explanation for this event, considering pelvic pain may occur during essure use and the positive dechallenge, causality with essure use cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. Additionally non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.